Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was discovered the pacemaker was exhibiting far r wave oversensing triggering auto mode switch episodes. Programming changes were performed. The patient was in stable condition.